Event description:
Boston scientific's legal department received a letter in (B)(6) 2011 from a legal firm requesting medical records for this patient. The letter reported that this patient had died in (B)(6) 2010. There were no reported allegations or complaints against the device's operation or functionality at that time. According to boston scientific's medical records (mr), the patient reported date of death occurred in (B)(6) 2010. Subsequently, boston scientific received a letter in late (B)(6) 2011 from the legal firm representing this patient's personal representative. Pursuant to a medical negligence claim, a request was made for the entire file for this patient regarding any and all treatments rendered by boston scientific, agents and/or employees for the past seven years. A legal document was received in (B)(6) 2011 reporting that in (B)(6) 2010, this patient went into cardiac arrest and was found unresponsive. The patient was transported to the hospital and later died due to failure of the device to deliver therapy. Consequently, the patient's death was attributed to anoxic encephalopathy secondary to cardiac arrest. To date, the device has not been received at boston scientific's return products department.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2012, that this local representative contacted boston scientific's technical services to report that this physician had called and requested a list of recalls involving this device. Technical services provided a list of recalls to the local representative. A few days later, technical services received a request for device information including longevity data from the attorney. The attorney mentioned that this patient had died and the family was seeking legal action against the physician because the device did not fire. According to the attorney, the patient was last seen at the physician's clinic in (B)(6) 2010, however, no boston scientific local representative was available. A competitor local representative verified capture of the device as viewed from a surface electrogram. No device interrogation was undertaken at that time and the patient was sent home.

Manufacturer narrative:
The event type and event date were corrected.